Manufacturer narrative:
Product event summary: the data files for the date of the event and the balloon catheter (2af284 with lot 35594) were returned and analyzed. The data files showed one inflation outside of the body with this catheter. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification also indicated the catheter was used for one injection. The push button testing showed difficulty moving the catheter tip. Dissection showed a guide wire lumen kink at 1.37 inches from the tip inside the balloons. The pressure test did not show any leaks. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that preoperatively, during pre-inflation, an unusual feeling was encountered in the push lever and deformation of the wire was suspected. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.